Event description:
It was reported that during an unknown procedure, the clips didn´t close. No further information. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 5 clips with gap were fed and the remaining 6 clips were fed, and formed conforming. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What kind of procedure? How was the surgery finished, what actions were taken? Patient consequences? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device?